Event description:
It was reported that the struts were damaged. A 55% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 8 x 2.50 promus premier select drug-eluting stent was selected for in a percutaneous transluminal coronary angioplasty (ptca) procedure. During the procedure, the stent was advanced, the device was positioned at the lesion site, but the stent was failed to be deployed. The physician removed the stent from patient and noticed the struts were damaged. The procedure completed successfully with another same device. There were no patient complications and the patient was stable post procedure. It was further reported that the stent could not be used because the stent did not pass through the lesion properly and stent was damage noted.

Manufacturer narrative:
E1: initial reporter title, initial reporter first name and initial reporter last name added.

Event description:
It was reported that the struts were damaged. A 55% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 8 x 2.50 promus premier select drug-eluting stent was selected for in a percutaneous transluminal coronary angioplasty (ptca) procedure. During the procedure, the stent was advanced, the device was positioned at the lesion site, but the stent was failed to be deployed. The physician removed the stent from patient and noticed the struts were damaged. The procedure completed successfully with another same device. There were no patient complications and the patient was stable post procedure. It was further reported that the stent could not be used because the stent did not pass through the lesion properly and stent was damage noted.

Manufacturer narrative:
Device evaluated by manufacturer: a 8 x 2.50 promus premier select drug-eluting stent delivery system was returned for analysis. A visual and microscope examination of the crimped stent found stent damage. Stent struts from the distal stent region were noted to be lifted and puled proximally. The undamaged crimped stent outer diameter (od) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Inspection of the remainder of the device presented no other damage or irregularities. E1:initial reporter title, initial reporter first name and initial reporter last name added.

Event description:
It was reported that the struts were damaged. A 55% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 8 x 2.50 promus premier select drug-eluting stent was selected for in a percutaneous transluminal coronary angioplasty (ptca) procedure. During the procedure, the stent was advanced, the device was positioned at the lesion site, but the stent was failed to be deployed. The physician removed the stent from patient and noticed the struts were damaged. The procedure completed successfully with another same device. There were no patient complications and the patient was stable post procedure.